Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. The customer cleared the alarm and resume insulin deliveries. Additionally, it was reported that the pump battery could not be charged. Customer¿s blood glucose level was 240 mg/dl. A replacement pump was sent to resolve the issue.